Event description:
Reporter indicated that the pt was recently experiencing an increase in seizure frequency and intensity. The reporter also indicated that the neurologist felt the pt's battery was either near eos, or already dead, and felt the pt should have the generator replaced. All attempts for further info on the increase in seizure frequency and severity were unsuccessful, and the relationship between the issues and vns therapy cannot be concluded. The pt did undergo replacement surgery, but the explanted device was disposed of by the facility where the operation was performed, and thus will not be returned for analysis.